Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that the iabp had an electrical test fails code #117 after previous service activity. The fse replaced the front end board to resolve the issue. The fse performed complete functional testing and safety checks. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use. (B)(4).

Event description:
A getinge field service engineer (fse) reported that during field action activities the unit produced electrical test fails code #117. No patient involvement and no adverse event was reported.